Manufacturer narrative:
Explant date: if explanted; give date: not applicable as the lens remains implanted. Initial reporter's phone: (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that just a day after surgery, the doctor recognized some opacity and micro bubbles from the (anterior) surface of iols (intraocular lenses) through the slit lamp. The doctor thinks that this is a material issue because it looks like glistening. Per post-op refraction, there was residual cylinder for both eyes (ou). However, iol marks aligned well with the right axis, which means there was no rotation of symfony toric iols. Patient's best visual acuity was 1.0 for ou and -1.5 os (left eye). Both under corrected but less then 2 diopters. Post op values: ucva (uncorrected visual acuity): 0.8-1, 0.9-2; - unva (uncorrected near visual acuity): j4, j2; - mr: (manifest refraction) (1.0) pl x -1.25 x 180; (1.0) -0.25 x -1.5 x 35. No additional information provided. This report pertains to os. A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.